Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with two 800cc mentor memorygel breast implants has experienced postoperative right-sided implant rupture and left-sided suspected implant rupture. The rupture of implants was indicated by MRI. As a result, the patient underwent explantation and replacement with 800cc smooth mentor memorygel breast implant, catalog # 3508001bc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2020. This medwatch report is for the left-sided implant. Refer to manufacturer report number 1645337-2019-18197 for report on the contralateral device.

Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation based on photographic evidence provided of the suspect medical device. Photographic evidence evaluation summary: upon the visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed in the product. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).